Event description:
A pump was connected to a pt central line and the blood backed up into the IV tubing exiting the pump. This happened three times, the IV line had to be flushed with urokinase to unclog it. Pump specifics: mode int, total given 52.18 ml. Bag vol 0169, kvo 0.4, dose time 30 min, dose vol 50.0 ml, cycle 8 hr, delay 0, set=large, rate limit=500.0, deliver=ml, ne volume=0100 ml, alarm=lo, occ psi=hi, ail=on, backlite on, time now 16:43. The drug was to be given at 50 ml over a 30 minute period, every 8 hrs. No pt injury associated with pump problem, the IV line was unclogged.